Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high resistance. The rv lead was capped and replaced. It was also noted that during the revision procedure, the patient experienced hypotension, pericardial effusion and cardiac perforation. No further patient complications have been reported as a result of this event.